Manufacturer narrative:
This report is submitted on 30 october 2019.

Event description:
Per the clinic, the patient experienced redness at implant site and subsequently was treated with antibiotics (date and type not reported).